Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not charge, and the customer was therefore unable to use device to obtain glucose results. The customer developed symptoms of tremors, "bad color", "bad condition", and sweating. The customer required treatment with sugar-water by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the adc device would not charge, and the customer was therefore unable to use device to obtain glucose results. The customer developed symptoms of tremors, "bad color", "bad condition", and sweating. The customer required treatment with sugar-water by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and the serial number provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre readers. The review concluded that the tripped trend was not correlated with any identified product related issue. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.